Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient expired 5 years post stent graft implant. The cause of death is unknown. The patient had dropped out of the physician's study. No further information is available.